Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.5/090 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. There was patient contact with the lens but the lens was not fully implanted. This occurred on (B)(6) 2020. An alternate lens was implanted within the same surgery and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim #(B)(4).